Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge message while attempting to load a cartridge onto the pump. Troubleshooting with tandem technical support was performed. No alarms were found in the pump history. Customer's blood glucose level was not impacted.